Event description:
Per the clinic, the device was explanted under general anesthesia on (B)(6) 2024, due to the electrode array rotating downwards. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis report attached.